Manufacturer narrative:
The involved anesthesia workstation was in operation for 10 years now and is not under a service contract; the user facility instructed a third-party service provider to do the follow-up for this case. Dräger was contacted by the service provider because the initial repair measures could not remove the error condition. It was communicated that the ventilator motor was first replaced but that this did not remedy the issue; the old motor was then re-installed but the device did not pass the consecutive pre-use check. A follow-up check made by dräger revealed that the pcb which processes the signals of the motor position detection system needs replacement. The repair of the device is currently still pending. Dräger concludes the following: if the device shuts down automatic ventilation for whatever reason, the user is alerted to this condition by means of a corresponding alarm. Manual ventilation with the built-in breathing bag including dosage of anesthetics is further possible and, monitoring functionality of the device remains unaffected. In the particular case, the shut-down of automatic ventilation was initiated by the device software for safety reasons to protect the patient from potentially hazardous output. The system detected an inconsistency between calculated and measured motor position - a significant divergence may put the patient at risk since the motor position defines the piston hub i.e. The tidal volume delivered to the patient. Thus, the shut-down of automatic ventilation was the appropriate system response for that particular failure mode. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device suddenly posted an alarm during use indicating a ventilator failure and shut down automatic ventilation. As per report, ventilation support for the patient was bridged with an ambu bag during a controlled exchange of the anesthesia device; no patient consequences were resulting from the event.